Manufacturer narrative:
Concomitant product: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that a catheter issue occurred however the type of issue and location were unknown as it was in the investigative phase. The patient had not been feeling the drug effects anymore, feeling a loss of therapy and not having adequate pain coverage. A cap (catheter access port) dye study was attempted but unsuccessful. The patient was too large for the x-ray to go through while supine or prone it was noted. The hcp had the patient lie prone first. The patient was noted to be a very large man in build, height and weight. While the patient was on their side while lying, the pump was able to be seen under fluoroscopy but the health care provider (hcp) was unable to find the cap after many attempts. The patient was so heavy that the fluoro would not make it through him. Positioning of the patient (supine and side lying) and fluoroscopy at different angles were tried and the hcp used a template but was unsuccessful and was never able to access the cap to perform the dye study. The patient was new to this hcp and the hcp interrogated the patient for any ideas about how his previous hcp had done refills. The hcp attempted to palpate the pump in all of the positions tried but the cap was unable to be found. The hcp stopped the procedure and said he would try to access the refill port or try finding the cap at his office with his ultrasound machine. The date of this next attempt wasn¿t specified. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The type of medication being delivered via the device system was not provided. The outcome of the event and if any interventions resulted were no provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.